Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line inserted in the arm was found to be broken where the tubing meets the hub. The device was removed and a like device was placed using the same insertion site. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
According to the initial reporter, they have not noticed which colored hub had the leak. A power injector was not used during the procedure. Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, and quality control, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.